Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat hip pain. In (B)(6) 2024, after activating the system, the patient noted not receiving adequate stimulation to the desired location. Fluoroscopy imaging confirmed the implanted leads had migrated away from the target at some time after implant. On (B)(6) 2024 a surgical procedure was performed to remove the migrated leads and place new leads back at the desired location. During the procdure the implantable pulse generator (ipg) was also replaced to avoid any potential for handling damage during the procedure.

Manufacturer narrative:
There are no indications of any system or component failure. There are no reports of ecessive movement during the healing process or any external trauma that may have caused or contributed to movement of the leads. Migration of components is a known inherent risk of implantable neuromodulation systems.